Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2017 at about 10:00 pm. The patient stated that she manages her diabetes with a fixed dose of insulin and denied making any changes to her usual diabetes management regimen as a result of the alleged issue. The patient denied developing any symptoms due to the alleged issue. The following day at around 1:00 pm, the patient stated she attended the emergency room (ER) where she was administered insulin by an hcp; the type and dose was not reported. The patient claimed a blood glucose result was obtained on a laboratory device at the time of the ER visit but was unable to recall the result obtained. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product. The csr documented that the correct strips were being used for testing and that the correct testing process was being followed. The csr walked the patient through a retest and the alleged meter issue remained unresolved. The csr noted the test strip completely drew in the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.